Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced an effusion due to a perforation. As the exit blocks were being checked the patient's blood pressure dropped. Using intracardiac echocardiography (ice) they observed blood in the pericardium and protamine was administered which stopped the effusion. The procedure had already been completed successfully and the patient made a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.